Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported her adc freestyle libre 2 reader did not alarm to alert the customer of their glucose level and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treat and was taken to the hospital however, no treatment information was provided. There was no report of death or permanent injury associated with this event.